Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female caucasian patient of an unknown age underwent primary breast augmentation with an unknown size unknown saline implants on both sides and was presented with bilateral unspecified adverse event postoperatively. As a result, the patient underwent bilateral explantation and replacement with unknown gel implants on (B)(6) 1999. This report is for the patient¿s right-sided device.